Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds). There was contrast in the inflation lumen. The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The stent was not returned for analysis. The hypotube was completely separated 21cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent detachment occurred. The target lesion was located in the left circumflex (lcx). A 4.50mm x 12mm libert&#610; stent was advanced to treat the lesion. During advancing, the physician noted that the stent was detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent detachment occurred. The target lesion was located in the left circumflex (lcx). A 4.50mm x 12mm liberté¿ stent was advanced to treat the lesion. During advancing, the physician noted that the stent was detached from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.